Event description:
It was reported that the patient was not getting an adequate pain relief despite the reprogramming done. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explant scs system was not returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8416500, model: sc-8416-50, serial: (B)(4), batch: (B)(4).